Event description:
It was reported that a one-link non-dehp standard bore catheter extension set came out of its collar. It was stated that with little to no force the tubing pops out. This occurred when the device was pulled from the shelf. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot #: suspected lots r21k25154 and r21e10110. Device manufacturer address : (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device and two companion samples were received for evaluation. A visual inspection with the naked eye was performed and observed the tubing was separated from the male luer (on one device). The other two samples were visually inspected and no issues were noted. Functional test including pressure test and clear passage test was performed with no issues were noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the suspected lot # r21k25154 was manufactured from november 26, 2021 - november 27, 2021. H4: the suspected lot # r21e10110 was manufactured from may 11, 2021 - may 12, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which observed that the tubing was separated from the male luer. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.